Manufacturer narrative:
UDI #: (B)(4). Product evaluation: failure analysis for fiber 0010-2400-718b-1339: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during prostate procedure at 44,184 joules of use and 7:44 minutes expended, "flashing inside, machine stated excessive fiber life activity" was observed. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged, and the same issue was noted with the second fiber at 133,360 joules and 12 minutes. The procedure was completed with the third fiber. Patient outcome: no patient to the patient was reported. This report is for the second fiber.